Event description:
It was reported that on august 24th during a 3dimensions procedure, the customer complained of shaky c-arm during rotation. A field engineer discovered that 2 out of the 9 screws that hold the gear wheel were broken. The investigation is in progress at this time. No other information is available. No injury to the patient or staff reported.